Event description:
On (B)(6) 2010, the patient was implanted with a scs system. The day after, the patient's stimulation stopped. The targeted coverage areas were also not captured. The doctor decided to revise the system. Intraoperative measurements were taken and an invalid contact was noted. The doctor tried repositioning the lead for better coverage. During the procedure, the doctor was unable to insert the stylet into the lead. The doctor suspected that the lead wires were broken and decided to replace it with a new lead.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was visually inspected and noted to have been returned without a stylet. The lead segment was discolored. The lead was functionally tested using lab stylets. The stylet could not be fully inserted into the lead. The lead also failed continuity testing. Channels 1-3, 5-8 measured less than 4 ohms. Channel 4 measured open. Conclusion: the reported complaint was confirmed. As received the lead failed continuity testing and has an open channel. Also the lab stylets could not be fully inserted into the lead. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.